Manufacturer narrative:
Method: no device returned for examination. The info provided by the reporter is currently not sufficient to draw conclusions. The investigation will continue and add'l details obtained to paint a clear picture of the event. More details will be obtained from the surgeon who performed the surgery for the bowel obstruction. In addition, disc/flange retention is listed in the IFU as a possible complication.

Event description:
Dr. (B)(6) placed the enterocutaneous fistula plug without complication. The fistula had an internal opening to the ileum and was 6.1-7.0mm in diameter. The tract was 3-6cm long and was draining <200 ml/day. Ten days post-op the pt began having symptoms of a bowel obstruction. The plug could not be examined as it had moved internally. The flange was reported to have migrated from its original position and was suspected of causing a bowel obstruction. Surgical intervention was performed to remove the flange. Surgery also included removal of some diseased tissue. Post surgery, symptoms of bowel obstruction were not present.